Manufacturer narrative:
Analysis of the implantable neurostimulator (serial no. (B)(4)) found no significant anomaly. The ins battery was found to have reduced capacity due to overdischarge. Product analysis summary: the #12 connector in the ins is not making contact. The #12 balseal coil was damaged while removing the broken plug pieces from the 8-15 ins port. Because of the lost connection in this circuit, the final functional test was aborted and incomplete. The ins was received in the locked mode with the battery requiring a recharge. The battery was charged at room temperature for 5 hours and 16 minutes from 3.56v to 4.015v with full coupling of the charging antenna. Battery capacity is reduced due to over discharge. The device passed 100 hours of long term monitor testing.

Manufacturer narrative:
Analysis results were not available as of the date of this report; a supplemental report will be submitted when results are available.

Event description:
Additional information received reported that today the implantable neurostimulator (ins), patient programmer and recharger were replaced. It was noted that the patient reported receiving intermittent shocks in the leg while walking. It was noted that the old ins would be sent back for analysis. Additional information received reported that there were no malfunctions intra-operatively. It was noted that the patient was receiving effective therapy and was charging normally. It was noted that the old ins was mailed back.

Event description:
It was reported that the patient experienced a shocking experience. It was noted that there was overstimulation. It was noted that there was a possible that implantable neurostimulator (ins) replacement. It was noted that the patient had some difficulty charging to 100% and sometimes when the patient moved their leg they received some uncomfortable stimulation. It was noted that the patient was alive with no injury at the time of the report and there were no other symptoms associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3987a, lot# n0041181, implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. (B)(4).